Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was not returned to us customer quality. A photo was provided. The photo depicted a combination hammer (03.010.522), the hammer's head weld was broken, and the head had separated from the shaft, confirming the complaint. The device's product code etching was also observed to be faded/smeared, but legible. No other etching was visible in the photo. No other issues were observed besides cosmetic wear consistent with use. As the device was not returned, further dimensional inspection and document/specification review were not performed. Conclusion the complaint condition was confirmed. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot part number: 03.010.522, lot number: l275415, manufacturing site: umkirch, release to warehouse date: jan. 26, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during an unknown procedure to treat a tibia fracture, while impacting the nail to be able to insert it, the proximal part of the hammer flew off almost hitting the scrubber. Fragments were generated but easily removed. The procedure was completed successfully. Concomitant device: unknown tibial nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) spiral combination hammer 500 grams. This is report 1 of 1 for (B)(4).